Event description:
The customer contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013. The patient reported that a washer fell from the ez breathe atomizer into his mouth during use. He retrieved the washer from his mouth successfully. The patient reported that he did not experience any medical harm or require any medical interventions following the event.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated a class ii voluntary recall, and the recall notification letter and required recall materials were issued and submitted on april 24 and april 30 2013, respectively. Herewith the investigation report as attached.